Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was exhibiting noise. Technical services (ts) was consulted and explain that looks like procedural noise with oversensing. Pacing inhibition is noted but no asystole was present. No additional adverse patient effects were reported.